Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that patient never had effective therapy since implant. Reprogramming was unsuccessful. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. Postoperatively, effective therapy has been established.